Event description:
Customer reported an intermittent drop out between the dpm telepacks and dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer reported further that once the system was rebooted, the problem has not reoccurred. Company representative evaluated the system and confirmed no problem were found. Unit is functional.